Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon catheter has ruptured at the rated burst pressure. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.